Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment was able to confirm a type 3b endoleak. Additionally the clinical evaluation was able to identify bilateral renal infarctions and a failure at the initial implant where the device did not unfold fully. The most likely cause of the type 3b endoleak was the use of strata material in combination with extra manipulation required to treat the off-label right iliac anatomy(intentional user error) and the cautionary product use condition of calcifications within that artery. Notably, the unusual stent graft pattern at implant (failure to unfold) likely contributed to this event. A procedure-related type ii endoleak at implant likely masked an acute fabric defect. This unusual strut pattern was not resolved and caused a non flow limiting stent cage stenosis near the bifurcation. The patient was discharged home from the hospital on the sixth post operative day in stable condition. The devices remain implanted in the patient and were not available for additional evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension and a limb extension. The patient came in emergently with severe back pain and imaging showed the patient had a type 3b endoleak and a ruptured aortic aneurysm. The patient was reported to have unstable vitals and was given multiple units of blood. The physician elected to reline the initial implant with afx devices to seal the endoleak and repair the ruptured aorta. At the completion of the secondary procedure the patient was reported to be in stable condition. There have been no additional adverse events reported for this patient.